Event description:
It was reported that a user applied a new freestyle libre 3 plus sensor and attempted to scan with an iphone and the ilet, but pairing did not complete and no warmup or glucose readings displayed; the ilet indicated dosing had stopped and prompted to connect a cgm or switch therapy, consistent with a sensor pairing failure. Symptoms included no glucose data available with no adverse clinical symptoms reported. Outcomes included interruption of automated insulin dosing and the need for sensor replacement. User support included guided troubleshooting, rescanning attempts, bluetooth verification, and repairing the ilet connection, after which the system continued to show pairing in progress without readings. Investigation of this case revealed a persistent communication failure between the cgm sensor and the ilet consistent with a pairing failure requiring a new cgm. It was concluded, based on previously established findings for similar reports, that the cause was a sensor-to-device communication failure during pairing.